Event description:
It was reported that during a breast biopsy procedure, there was a burning smell from the control module. The doctor completed this case fortunately. There was no adverse patient consequence.